Event description:
It was reported that during a procedure a faradrive sheath was selected for use. The irrigation method was a pressure bag. The physician successfully went transseptal and removed the dilator and wire. Then he proceeded to insert mapping catheter into sheath and when flushing the sheath it continued to get air. At that time, versacross connect, dilator and mapping catheter were inside the sheath. A new sheath was opened with a different lot number and the issue was resolved. No patient complications were reported. No visible air was observed inside the patient's body. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
It was reported that during a procedure a faradrive sheath was selected for use. The physician successfully went transseptal and removed the dilator and wire. Then he proceeded to insert mapping catheter into sheath and when flushing the sheath it continued to get air. A new sheath was opened with a different lot number and the issue was resolved. No patient complications were reported. The device is expected to be returned for laboratory analysis.